Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the arm. On (B)(6) 2025, it was reported that the patient passed out and lost consciousness for hours, the reading was 10 mg/dl (not confirmed cgm reading or bg, although the continuous glucose monitor reading value is outside of the 40-400 mg/dl range). The patient reported that her readings did dropped to 10 but did not specify if the readings of 10 was a reading on the cgm because she was not sure what really occurred. The patient´s mother found her unconscious. She called 911 then the paramedics arrived. The paramedics took a bg reading but the values was unknown. The paramedics was treated the patient with medication but she couldn´t remember what was administered to her because she was unconscious at that time. At the hospital they performed a brain scan and chest x-ray and series of blood test. The patient was treated with antibiotics, IV fluid, potassium. The white blood count was elevated because she had a wound on her toe, hence she was dosed with antibiotics. Chest x-ray was negative and brain scan result has not come back at the time of the report. The patient was admitted at the hospital for a day and a half. She was discharged on (B)(6) 2025 (more than 24 hours later). At the time of the report the patient was well and ok but had a massive headache. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.